Manufacturer narrative:
#2 of 3 coils: hysrocoil hydrofill, (B)(4). Mfg date: 12/12/2012, expiration: 12/13/2017. #3 of 3 coils: hydrocoil, (B)(4). Mfg. Date: 06/06/2013, expiration: 06/06/2018. Sample analysis: an evaluation of the actual complaint samples could not be performed as they were not returned for evaluation. The user did not indicate the mvi coil(s) were the cause of the incident. The devices in complaint do not appear to be the cause of the incident. The root cause of this complaint cannot be determined. The device history was reviewed and did not reveal any abnormal discrepancies or non-conformances.

Event description:
The following incident information was reported to mvi, inc. Via maude event report (foi) by u.s. Mailfrom the FDA (B)(4). The lot numbers for 3 mvi hydrocoils were provided. No model numbers were provided. We are reporting as an adverse event occurred.